Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had a missing segment due to bleeding lcd glass. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
It was reported that a screen is not displayed on insulin pump. The blood glucose level was not included in the report. Nothing further was reported.